Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer¿s other blood glucose value was 373 mg/dl. Customer stated that she could not went into auto mode. Customer reported that they received auto mode warming message from the auto mode readiness screen. Customer suspended insulin pump and ate chips and ice cream cone and then did not cover and insulin pump was going off low of 40 mg/dl. Then customer had 10 ounces of soda and then going another direction after a meal. Customer had gastroparesis. Customer did not want to troubleshoot for low or high blood glucose. The insulin pump will not be returned for analysis.